Event description:
The customer called with a complaint about the ibgstar meter. The customer said she/he had to call 911 because she felt she/he was going to pass out. She/he took his/her blood test and it said 459. She/he gave themselves insulin. The paramedics arrived and took a blood test with their meter within 10 mins of the original test and their meter read 57. After she/he started feeling better I took it on the ibg star meter and it read 113. The paramedics did another test with the same finger that she/he just tested and it said 221.

Manufacturer narrative:
Meter was not returned for eval.